Event description:
This lead was explanted and replaced due to dislodgement, which was confirmed under post-op x-ray. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the mechanical inspection, a stylet intended to be used with this lead could not be properly introduced and advanced within the lead's lumen. Subsequent analysis revealed the presence of coagulated blood in the lumen of the lead. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the implantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. The analysis did not reveal any sign of a material or manufacturing problem.